Event description:
The manufacturer received information alleging an issue with a ventilator's intertface board. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the device's remote alarm connector was observed. The device's interface board was replaced to adress the issue.